Event description:
Patient with a prosthetic aortic valve placed at another facility, different surgeon five years prior to the described explant. Unable to obtain any device identification information. The valve had adhesions and stenosis leading to the patient requiring a new aortic valve. The operative report states the valve had little calcification but extensive fibrinous debris on the aortic aspect of each leaflet. No organisms were grown from the culture of the valve.